Event description:
Hcp reported pt presented approx 3 months ago with signs of an infection of the catheter track. These include fever, redness, swelling, drainage, and pain. Cultures of the device pocket. Unk organism cultured. Meningitis was not documented. The pt was treated with both IV and oral antibiotics and total device system removal. Hcp reports pt's infection resolved with no drug withdrawal.